Manufacturer narrative:
The pump was not returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
.It was reported that the pump audio bolus insulin delivery function was enabled without user intervention.